Event description:
The complainant alleged that during routine testing by a biomedical staff person, the display became distorted and at times would result in only a green dot on the screen. The complainant indicated there was no pt involvement with this reported malfunction.